Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was possibly intermittently undersensing and that there was diminished sensing observed on the atrial lead. Both leads remain in use. No patient complications have been reported as a result of this event.